Event description:
Conclusion: because of (very) rough handling, there was a deformation of the connection between arm and rotating point. This deformation could have been noticed (deep scratch on the rotating point) and probably resulted in a less good working of the mobile. This deformation weakened the construction and further rough handling and use resulted in the broken piece.

Event description:
After pt was lowered into wheelchair with lift, connection between boom arm and mast fractured and separated, causing lift to be inoperable.